Event description:
It was reported by repair work order that the bed was experiencing phantom motion due to an intermittent footboard malfunction. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.